Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed reported breakage. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was using the screwdriver for placement of locking screws in the metaglene implant in the glenoid and the end of the screwdriver broke at the operating end.